Event description:
Report received that a patient underwent a pocket revision surgery. It was reported that the generator was repositioned slightly in the pocket. No additional relevant information has been received to date.